Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a communication failure occurred due to a cable failure, and the image was not displayed intermittently. The cause of the cable failure could not be determined. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. ·never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.

Event description:
The customer did not provide any additional information that was requested regarding the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information in b5.

Manufacturer narrative:
During inspection and testing of the returned device, service suspected the cable was twisted due to physical stress. Service was not able to confirm the customer's reports of image interference and slight signs of corrosion on the connector pin. The investigation is in progress. However, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported the camera (subject device) had a loose contact, the cable was too sensitive on the camera side which caused image interference, and one pin on the connector had slight signs of corrosion. There was no patient or user injury reported due to the customer's issues. The device was returned to an olympus service center for evaluation. During inspection and testing, service found that the image would disappear temporarily due to the cable unit being twisted. This report is being submitted for the image disappearing temporarily. Additional information regarding the reported issues has been requested.